Event description:
Medwatch was received that states that on (B)(6) 2022 the patient had ongoing pulsatility index (pi) events with alarms prior to controller exchange. The patient had low flow alarms in the morning with a loss of the green power light on the controller. The patient was symptomatic with lightheadedness and dizziness. A controller exchange was completed and it was thought that the loss of the green power light indicated the pump was stopped. Per log files from the event the pump didn't stop until the driveline was disconnected from the controller. The patient's therapy was still ongoing. Related manufacturer report number: 2916596-2022-11342.

Manufacturer narrative:
Voluntary medwatch number mw5108663 was received on (B)(6) 2022. Patient and device information was requested but was unable to be provided manufacturer's investigation conclusion: the reported event of the system controller unexpectedly shutting down was not confirmed. The heartmate 3 system controller was not returned for analysis and no log files were submitted for review. A good faith effort was sent asking if log files could be provided, why the controller was exchanged, what the serial number of the heartmate 3 system controller was and if any product would be returned for evaluation. Additional information provided on 20may2022 stated that the requested information was unable to be provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed for the heartmate 3 system controller due to no serial number being provided. The heartmate 3 patient handbook instructs users on how to properly use their system controller. Section 2, ¿how your heart pump works,¿ also instructs users on how to properly exchange the system controller. Do not attempt to exchange the system controller without having a trained, competent caregiver to assist. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.